Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records identified part & lot. The complaint and associated mdrs were updated. The complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised due to pain, elevated cocr levels, and pseudotumor. Doi: (B)(6) 2006, dor: (B)(6) 2012 (right hip). Update: (B)(6) 2013 - legal claim received. There is no new additional information that would affect the existing MDR decision. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Comment: adapter sleeve and stem added due to corrosion and osteolysis.